Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the patient continued to have post paced t-wave oversensing. Programming changes were suggested. No intervention was performed.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The implantable cardioverter defibrillator exhibited post paced t-wave oversensing. The device was reprogrammed to resolve the oversensing issue on (B)(6) 2017. Patient was doing good.

Event description:
New information received stated that the programming changes were made on march 13, 2018. Patient was doing fine.